Manufacturer narrative:
The device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited pacing inhibition on the right ventricular (rv) lead. The patient experienced unspecified symptoms and was admitted to the hospital. A review of the device's data occurred, and there were no episodes with noise or sensing anomalies. The physician tested the device system by performing provocative maneuvers, which did not reproduce the patient's symptoms or identify an anomaly within the system. It was noted that the physician changed the sensitivity settings from automatic gain control (agc) to a fixed setting. Following the reprogramming, the patient did not experience their symptoms. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that oversensing occurred. The device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited pacing inhibition on the right ventricular (rv) lead. The patient experienced unspecified symptoms and was admitted to the hospital. A review of the device's data occurred, and there were no episodes with noise or sensing anomalies. The physician tested the device system by performing provocative maneuvers, which did not reproduce the patient's symptoms or identify an anomaly within the system. It was noted that the physician changed the sensitivity settings from automatic gain control (agc) to a fixed setting. Following the reprogramming, the patient did not experience their symptoms. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received that technical services (ts) noted intermittent oversensing occurred. No additional adverse patient effects were reported. This pacemaker remains in service.